Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event is expected to be returned for evaluation; however, it has not been received yet. Upon receipt, the device will be evaluated and a follow up MDR will be submitted. Intestinal perforation is a known complication of a percutaneous endoscopic jejunal tube (j-tube) placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient began duodopa therapy on (B)(6) 2016. On an unknown date, the patient experienced inflammation in the small intestine, intestinal perforation, and liquid in the abdomen. A nurse reported that there was a suspected undiagnosed intestinal malignancy in 2019 due to tiredness, anemia, weight loss, no appetite, and decreasing hemoglobin levels. In 2020, the patient experienced as worsening of condition. On (B)(6) 2020, the patient experienced abdominal pain. In 2021, the patient experienced free gas in the abdomen. In (B)(6) 2021, the patient experienced dysphagia. On (B)(6) 2021, the patient died at a hospital. It was reported that the cause of death was due to inflammation of small intestine and intestinal perforation. It is unknown if an autopsy was performed. The nurse reported that it was not believed that the peg caused the perforation and the cause was possibly due to an undiagnosed intestinal malignancy. There were no reported medical records regarding whether duodopa caused any of the symptoms. The patient experienced dysphagia and began tube feeding a month before dying. No further information was available.